Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted prophylactically and replaced with a guidant crt-d due to the recall advisory. The device was functioning appropriately. It was also reported that this coronary sinus lead was an attempted implant, as the physician felt another guidant model would better fit the patient's target vessel. This transvenous pacing lead was also an attempted implant into the patient's right ventricle. It was not used as the physician preferred a longer lead for this patient's anatomy. The rate/sense portion of this transvenous defibrillation lead was surgically abandoned and replaced with another guidant pacing lead, due to oversensing of noise that resulted in pacing inhibition in this pacemaker-dependent patient.